Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for dilator and sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7.0 mm. In this case, the access vessel¿s minimum luminal diameter was smaller than the minimum requirement, at 6.9 mm. The cause for the reported event cannot be confirmed; however the smaller than recommended vessel size in combination with vessel calcification that may not have been appreciable on imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards field clinical specialist that upon removal of the 22fr retroflex 3 sheath, after successful implantation of a 23 mm sapien valve via transfemoral approach the patient¿s blood pressure dropped. Angio showed an extravasation from the right external iliac artery. A balloon was inserted from the contralateral side and inflated to occlude the perforation. A covered stent graft was placed and a repeat angio showed no extravasation. The right femoral artery was closed; reportedly the patient remained stable and was transferred to the ICU. Reportedly during initial advancement of the 22fr sheath some resistance was felt. Additional information the minimum luminal diameter of the vessel at the access site was 6.9 mm. The vessels were also reported to be mildly calcified with mild tortuosity.